Manufacturer narrative:
Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 15-may-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that around (B)(6) 2018, the patient started hurting again like they did before they got the implant. They believe the lead is loose and it was not working, and when their spouse was rubbing their back, the spouse felt like the device had moved. A request for physician listings was requested because the patient thinks the device needs to be removed. Factors that may have contributed to this event included that the patient's balance was off due to their knees, and had fallen a bunch of times. They ended up having a knee replacement. The patient also works in the yard. They were redirected to their doctor. No further complications were reported or anticipated.